Event description:
Information received indicates the technician found the bed has a high ground resistance reading.

Manufacturer narrative:
Teh hill-rom technician found the ground pin was broken inside the ac power cord plug, causing the pin to rotate. The technician replaced the power cord to repair the bed.